Event description:
It was reported that the patient fell and bumped the incision where the leads were placed. The incision site was irritated, swelled up, opened partially and started to drain fluid. A wound vac bandage was placed on the incision site. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7102563.

Event description:
It was reported that the patient fell and bumped the incision where the leads were placed. The incision site was irritated, swelled up, opened partially and started to drain fluid. A wound vac bandage was placed on the incision site. No further information could be obtained despite good faith efforts. Additional information was received that an infection developed at the lead site. It was also noted that the lead adapters had high impedances. The patient underwent a revision procedure wherein the leads were removed and lead adapters were replaced. The patient was doing well postoperatively. Additional information was received that the explanted devices were disposed of per facility policy.

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)). UDI: (B)(4). Sc-9218-55 (sn (B)(6)). UDI: (B)(4). Sc-9218-55 (sn (B)(6)). UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218550, model: sc-9218-55, serial: (B)(6).

Event description:
It was reported that the patient fell and bumped the incision where the leads were placed. The incision site was irritated, swelled up, opened partially and started to drain fluid. A wound vac bandage was placed on the incision site. No further information could be obtained despite good faith efforts. Additional information was received that an infection developed at the lead site. It was also noted that the lead adapters had high impedances. The patient underwent a revision procedure wherein the leads were removed and lead adapters were replaced. The patient was doing well postoperatively.